Event description:
It was reported that during an arthroscopic procedure using sidewinder blade icw wand, the wand alarmed and presented an error message, as well as interference. The wand was also reportedly shorting out. Another sidewinder wand was opened and the procedure was completed without delay. There were no pt complications reported as a result of this incident.